Event description:
Asr implant. At the moment, I don't have more info about the complaint. (B)(6) office advised complaint reported to (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA on the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reasons for revision: alval/soft tissue reaction, soft tissue damage, pain.